Event description:
The customer reported that the system booted up with an interlock error message. The error message rendered the system inoperable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f1 fuse on the ps2 power supply was replaced. The system was then found to be operating as intended.